Manufacturer narrative:
The event data and date of death are estimated. The reported dates were 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Three (3) months post procedure the patient died. No further information is available at this time.